Event description:
This c1 was being used for the patient, but the alarm suddenly sounded and the power went off. The hospital staff tried to turn it on, but this c1 did not respond. When the patient was wearing another respirator, this c1 was automatically turned on and ventilation started. Please tell me the cause of this phenomenon and the countermeasures.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a power supply failure on the driver board. The investigation findings do not lead to an exact conclusion about the cause, there is an indication that something is wrong with the battery management (presumably u15) on the driver board. In consequence (correction) the driver board was replaced which resolved the problem. There was no patient or user harm reported.